Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the tibial insert was implanted in revision surgery in (B)(6) 2018. The insert became disassociated from the tibial base ktcc np31 (lot no unknown at this time). The insert was explanted and a new insert was implanted.